Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. During placement the lead exhibited high impedance, high thresholds and undersensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.